Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: suoh, sion, fielder fc, wizard 3; guide cath: terumo 6f jl4, launcher 7f ebu3.5; sheath: nobori 2.5x14mm, 2.5x18mm, 3.0x14mm evaluation summary: evaluation of the returned nc trek catheter noted blood visible on the shaft and the balloon, which is consistent with the reported use of the device. There was also contrast visible in the inflation lumen and the balloon, which suggests that the device was prepared for use. The balloon was flat, which is usually a result of multiple and/or high pressure inflations, causing the balloon material to lose its tri-fold memory. The hypotube was separated and bent in 3 separate locations, confirming the reported complaint. The fracture faces of the separation were ovaled, indicating that the hypotube bent or kinked prior to fracturing, as reported. Reportedly, the nc trek was first used successfully to post-dilate a stent at 16 atmosphere (atm) without incident. However, when delivering the catheter for a second time, resistance was noted with the deployed stent and force was applied as the balloon did not advance as smoothly. The inability to position the catheter through a deployed stent can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, loose balloon folds, device placement technique, device size selection, damage to the catheter, interactions with other devices, or accessory device support. As there was no report of any damage observed to the catheter during inspection prior to use, this suggests that a product deficiency did not contribute to the difficulties experienced. Additionally, the lesion morphology may have contributed to the reported difficulty. In this case, it is possible that an interaction between the loose (flat) balloon and the stent implant contributed to the reported resistance during the second advancement attempt. Then as force was applied, the shaft likely kinked/bent as a result. Kinks or bends in the shaft can lead to weakening of the shaft material such that subsequent application of force or further handling can result in the eventual fracture of the hypotube. It should be noted that the instructions for use (IFU) states: if resistance is met during manipulation, determine the cause of the resistance before proceeding. If the resistance cannot be eliminated, remove the interventional devices as a unit. Continuing to advance or retract the catheter may result in damage to the vessels and/or separation or laceration of the catheter. A review of the lot history record did not reveal any non-conforming material reports issues associated with this lot that could have contributed to this complaint and all lot release testing met specification. A query of the complaint handling database for the reported lot was performed and revealed no other incidents reported for difficulty positioning the catheter through a deployed stent, hypotube separations or kink damage. Based on the investigation, there is no indication of a product quality deficiency. The profile dimensions on all dilatation catheters are confirmed by visual and dimensional checks during manufacture. Additionally, all dilatation catheters are visually inspected for kinks and a sampling of units is destructively tested to verify shaft integrity and tensile strength.

Event description:
It was reported that during a procedure of the moderately tortuous, heavily calcified, 100% stenosed, eccentric de novo lesions of the left main and circumflex arteries, post-dilatation was performed once at 16 atmosphere with the 3.0x15mm nc trek without incident and was removed from the anatomy. During a second post-dilatation with the nc trek the proximal shaft became kinked in a z-shape during forceful advancement and the damaged part could not advance through the rhv so the device was removed. Resistance was met with the lesion as the balloon area did not advance through the lesion(inside the deployed stent) smoothly. It was noted that during removal over the guide wire outside the anatomy the shaft separated at the kinked area. There was no reported adverse patient effect. A intravascular ultrasound (ivus) was performed and the procedure was completed. Though requested, no additional information was provided.